Manufacturer narrative:
Onsite analysis of the system found that the original complaint was confirmed. The electrical adapter was found to be defective which generated an intermittent connection to the wall. Additionally, fuses f11 and f12 in mvs were replaced. Upon replacing, the mvs was able to charge the ups batteries and ias once again. The system was found to perform as intended once again after this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) would not start. The line power led was in the off position. The batteries in the image acquisition system (ias) was really low (2 yellow led) and finally the ias powered off. There was no patient present at the time of the event.